Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during generator upgrade procedure. Svc pin would not insert into the ICD. The device was replaced. The patient tolerated procedure fine.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to secure the svc lead into the header of the ICD was confirmed in the laboratory. The device was tested on the bench and the svc df-1 test lead failed to be fully secured within the lead bore. Visual inspection identified excess epoxy in the lead bore. It is believed that the excess epoxy prevented the pin gauges from fully inserting into the header but did not cause the reported field event. The cause was determined to be due to an abnormality within the lead bore which prevented the lead from fully inserting into the device header.